Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was also reported that the pumps charging supplies sparked and caught fire. Reportedly, the pump was charging during the event. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.